Manufacturer narrative:
One medfusion 3500 pump was returned for analysis with the tamper seal removed. The top case was chipped and cracked. The bottom case was broken by back plate mount. The device history log was checked and here was a plunger not in place alarm in history. The device was inspected and there were parts in the plunger head that were missing. The left plunger case was replaced along with the top case and bottom case due to physical damage. The plunger case seal was replaced along with the timing plate spring, push block, and battery due to it being missing. The motor mount was replaced due to preventative maintenance. Calibrated device and performed all functional tests which passed. This issue was caused by the customer's incorrect assembly of the device.

Event description:
Information was received indicating that a smiths medfusion 3500 syringe pump' clutch was found to be not working. The was no patient involved.